Manufacturer narrative:
H6: f2203. E1: phone number: (B)(6), e1: fax: (B)(6), e1: postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side "no complaint against the device". Later, physician reported, a left side rupture. Device was explanted.